Event description:
It was reported that balloon rupture occurred. The target lesion was an in-stent restenosis. After rotablation and cutting balloon, a 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications nor injuries reported.